Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 10 months post implant of perfix plug, patient was diagnosed with hernia recurrence and abdominal pain thereby underwent repair with the removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-feb-2012) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, "a direct defect was encountered, it was reduced through its defect in the floor of the canal. A large mesh plug (device #1) was placed in the defect and secured. A mesh patch was then placed in the floor of the canal and secured." (B)(6) 2012 - patient was diagnosed with direct right inguinal hernia thereby underwent open repair with implant of perfix plug (device #2). Per operative notes, "a direct hernia defect in the floor of the canal. The preperitoneal space was dissected and an extra large perfix plug (device #2) was inserted. A patch was then placed over the floor of the canal and sutured." (B)(6) 2013 - patient was diagnosed with right inguinal pain, recurrent inguinal hernia underwent open repair with removal of mesh (device #2). Per operative notes, "the patch was identified and removed in its entirety. An extra large plug was dissected away from the epigastric vessels and removed." Attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, nerve damage, pain, hernia recurrence, removal of ilioinguinal nerve, severe and debilitating pain and emotional injuries.